Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, their receiver was overheating. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and the inspection failed. Because of the condition of the device making contact between the metal surface of the universal serial bus (usb) connector with the printed circuit board, the reported event of an overheating receiver was confirmed. The root cause was determined to be a dislodged usb connector.